Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred due to dislocation, instability, elevated metal ions, and altr. The left leg was found to be shorter. Tissue damage, as well as corrosion to the head and trunnion. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 00620005222, lot# 60166545, shell porous with cluster holes 52 mm o.d; cat# 00625006530, lot# 60162928, bone scr 6.5x30 self-tap; cat# 00625006535, lot# 60177094, bone scr 6.5x35 self-tap. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty performed. Subsequently the patient was revised approximately 20 years later due to recurrent dislocations, pain, instability, and adverse local tissue reaction. During the revision corrosion was noted and the trunnion was cleaned. Femoral stem and acetabular cup were found to be well fixed. The head, liner, and screws were replaced without complications. It was reported that no further information is available.